Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose at the time of the incident was not provided. The customer states that the display will just go dark, due to a glitch in the insulin pump. Troubleshooting was declined. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display or missing segment noted. Device was received with normal operating currents and passed self-test and displacement test. No unexpected off no power, bad battery, low battery, weak battery, battery out limit and failed battery test alarms noted during testing. (B)(4).